Event description:
While using the cti-1015p during an operative procedure, the distal tip broke off inside the patient's port site. The tip was retrieved by the surgeon without injury to the patient.

Manufacturer narrative:
The reported event could not be confirmed as the device was not returned for evaluation. Coopersurgical is currently investigating this incident to identify the root cause of the device failure. (B)(4).